Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent, visual summary analysis of the lead indicated damage at implant. Helix bent has been confirmed as well as returned reported. (B)(4).

Event description:
It was reported that during the implant procedure, no sensed wave could be captured and there was high thresholds with failure to capture at high output. The lead was being maneuvered for about 1 hour, during which extension of the lead helix was confirmed under fluoroscopy. The lead was taken out of the body and checked again, which confirmed the helix was bent. A new lead was used as replacement. The second lead could not be positioned at the ventricular septum easily and therefore was to be positioned at the apex. There was high threshold measured. The lead was again maneuvered for about 1 hour, extension/retraction of the helix was performed three times in the meantime yet no change was observed in the measurements. All of the analyzer, the analyzer cable and the red/black alligator cables were replaced yet the measurements did not change. The lead was extracted from the patient and checked. Some myocardial tissue was confirmed inside the helix hub and malfunction of the lead was suspected by the physician. Another new lead was used as replacement. An attempt to position the third lead at the apex was performed by another physician. There was high threshold and failure to capture at high output occurred, yet the location was still considered good and therefore the lead was positioned with the helix. Measurements were taken, sensed wave was the same as earlier but failure occurred with threshold at 10v. The physician did not think the location was inappropriate but thought the analyzer had some issue - the red/black alligator cables were replaced again and an analyzer and a programmer analyzer of competitor were used, yet the results were the same. The lead was maneuvered for further 30 minutes with three times of extension/retraction of the helix being performed. Malfunction of the lead was again suspected and another new lead was used as replacement. The fourth lead showed sensed wave of 4mv with threshold of 4.6v at the apex. Failure occurred at 5v after positioning of the lead. The lead was maneuvered for about 30 minutes during which extension/retraction of the helix was performed twice but made no change in the measurements. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.